Manufacturer narrative:
Review of the product history records indicate the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Total hip revision for reoccurring dislocation. During the surgery metal debris was noticed in the acetabular polyethylene. Upon further inspection corrosion was noticed on the trunnion of the stem and inside the femoral head.